Event description:
It was reported that when using the bd pyxis¿ medbank tower, the issue button was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that after the user signed out and then signed back in, the users were able to issue the medication successfully. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.